Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that tube 204 (port 4) from the blood sampling valve (bsv) was disconnected. He reconnected the tube to the fitting to resolve the issue.

Event description:
The customer reported that clear fluid leaked from the lh780 instrument on the right side inside the diluter. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.